Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. In addition, loss of connection was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a connection loss. No injury or medical intervention was reported.